Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a device check that the patient's device was perceiving the oversensing of noise from the area of the patient's right ventricle. The noise was reproducible with isometrics. The patient was stable throughout. No further information was available.